Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 22 mg/dl. The customer reported that his brother found him unconscious and took him to the hospital. The customer reported that this event may have been caused by his basal settings being too high. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.